Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to clear alarm due to buttons not responding. Customer's blood glucose was 218 mg/dl. Customer reported that there was fluid under display screen due to customer being in a sauna with pump wrapped in a towel. After troubleshooting, customer was advised that insulin pump would need to be replaced.